Manufacturer narrative:
Analysis of programming history.

Event description:
A review of the vns programming history found that a programming anomaly event occurred on (B)(6) 2012, which later resolved on (B)(6) 2012. A faulted generator diagnostic test was performed on (B)(6) 2012, which changed the patient's settings. A final interrogation was not performed after this test; however, upon initial interrogation of the device on (B)(6) 2012, it was seen that the output currents were disabled (set to 0ma). The settings were adjusted at this visit.